Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: pt implanted with construct level l3-l5 on (B)(6) 2012 was discovered after a CT scan, after mobilization of the pt, to have the rod slipped out of the screw head at l5 on an unk date. It was noted: after implantation post operative x-rays that were taken on an unk date were ok. The pt was returned to the operating room on an unk date with surgeon removing the rod and the screw and replacing both. This is 3 of 3 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received.